Event description:
It was reported that upon opening the connector was deformed and could not be connected. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. G5: 510k is unknown, no information available. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h3, h6 - updated device samples were received without the original packaging and five photos were provided as well. The photos show damage in the connector luer. The returned samples were visually inspected and damage was also found in the connector luer. The reported complaint is confirmed. The root cause was that the piece has a deformity caused by the crushing of a heavier object. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
UDI related data quality updates only.